Event description:
It was reported a balloon was inflated once and successfully dilated a peripheral lesion. The balloon would not completely deflate and difficulty was encountered upon removal through a nine french introducer sheath. The introducer sheath was exchanged for a larger sheath and removal was still unsuccessful. A cut down procedure was performed for successful removal of the balloon catheter. This device was returned, evaluated and retained by this MFR. The engineering eval indicated the device was returned in 2 pieces. The distal portion of the catheter was 27 centimeters long. The shaft was cut 4 millimeters distal to the strain relief. Forty eight centimeters of the shaft was missing and not returned. The balloon had a circumferential burst located in the distal transition zone 14 millimeters from the distal tip. Follow up indicated the catheter had been cut intentionally during introducer sheath removal. As the device was cut during removal attempts, co is unable to perform a complete eval and determine the exact cause for this event. Direction for use state: "if resistance is encountered due to balloon rupture or for any other reason when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove them as a complete unit to prevent damage to the guidewire, catheter, introducer sheath, or vessel.